Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited field of view dim. The issue was found during therapeutic laparoscopic inguinal hernia repair procedure when the patient was under sedation. It was completed with an olympus back-up device. There were no reports of patient harm.